Event description:
It was reported that when using the bd pyxis¿ es server patient date was not in current icon state in all station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6) d4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient data was not in current icon shown on the station. A technical support specialist (tss) requested access from remote support service and contacted the helpdesk for approval. Sql server management studio was opened on the server, and a downtime query was run, which showed dc flags under carefusion coordination engine (cce). The tss then remote desktop protocol into the cce server and found that the cce services were not starting, likely due to a recent reboot performed by the customer, with task manager showing approximately one hour of uptime. The startup type had been set to manual and attempts to start the service resulted in errors and repeated failures, even after multiple task kills. Assistance was requested from integration engineering support team, who manually started the service from the cce console. The issue was determined to be caused by a large number of mbms connected to the cce, consuming most system resources. The issue was resolved, verified with the customer, and the ticket was closed per green light. The system functioned as intended after the technical support specialist troubleshot the device.